Manufacturer narrative:
Invalid test strip lot# was initially reported. The correct lot# is: 4cj3f04 and correct manufacture date is 03/01/2014.

Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 170 and 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to returned the test strips for evaluation. Replacement test strips were sent to the customer